Manufacturer narrative:
We will review and possibly revise internal fastening methods.

Event description:
The patient tested for 3 nights, device was on her dresser that had a think cloth. The first two night were without incident, "everything was fine". The patient reported the third night she plugged in the machine and when she got in bed she noticed there was "smoke coming out of it". She states she got up and unplugged the device. The patient states she was not burned or hurt in anyway. There was however a burn mark left on the cloth covering the top of her dresser and the dresser itself.